Manufacturer narrative:
On (B)(6) 2023, getinge became aware of an issue with the 86-series washer disinfector with the model name: 8668, with the catalog number s-86682003-ctom and the serial number (B)(6). The unit was manufactured on (B)(6), 2015 and installed on (B)(6) 2015. The reported issue is related to carts falling from the automatic unloading equipment. Trend review of customer product complaints with the same issue involved on this type of devices reported within the last 5 years was performed but did not provide any signals that would warrant further scrutiny. The customer stated that the unloader had started without warning and pushed the cart, which fell onto the ground. The getinge service technician visited the site and inspected the unit ¿ no issue was found and it was not possible to duplicate the problem. No further issues with the unloader were reported since the event. As no additional information was provided that could support the investigation or input to the root cause analysis, the exact root cause of the issue is impossible to define. It was confirmed that when the event occurred, the device was directly involved and did not meet its specification, as the cart fell off. The device was not being used for treatment or diagnosis of the patient. We are not aware if the described issue caused or contributed to the serious injury or worse, however we report the event based on the potential for a serious injury if the situation was to reoccur. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number: (B)(6).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to the manufacturer.

Event description:
On february 14th, 2023, getinge received information about the event that took place on that day, related to the 86-series washer disinfector with the model name 8668. The customer allegation was that the cart does not stop and falls. There was no allegation of injury or damage, however, we decided to report the issue based on a potential as a cart falling to the floor could bring a hazardous situation for the operator and lead to serious injury if the situation reoccurs.